Event description:
The customer contacted baxter's (B)(4) regarding system error (se) 2240, which occurred on the homechoice (hc) during drain 3/5. The caregiver (cg) stated the home patient disconnected then reconnected. Therapy was ended. The sample was discarded and the lot number was unknown. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported incident. The pd nurse stated she was unaware of this report, but saw the home patient (B)(6) and she is doing fine. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). A lableing review was performed and found to be adequate for the potential use error identified in this complaint. Proper procedures per the user manual were reviewed with the customer at the time of the initial call. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).